Event description:
It was reported to medtronic minimed that the customer experienced damage at the reservoir/battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. However, the following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay, stained keypad overlay, broken reservoir tube lip, partially broken retainer, keypad overlay texture damage, retainer knit line damage, and broken belt clip rails.cosmetic damage was confirmed at battery compartment during analysis. Confirmed damage to reservoir tube lip.for additional information regarding the tests performed refer to d00854230 ¿ appendix e.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.